Event description:
It was reported that the catheter has been in use since 2003. Now there is a leak from the catheter under the cuff.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.